Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient using the ilet experienced rising and falling blood glucose levels overnight, treated a perceived downward trend with a protein shake without a meal bolus, and subsequently observed hyperglycemia to 293 mg/dl; a system check indicated no insulin leakage, and the infusion set insertion site showed blood, after which the short tubing for the contact detach was replaced and pump therapy was resumed. Symptoms included hyperglycemia without reported acute complications. Outcomes included return of glucose to target range with ongoing pump-delivered insulin and user education regarding avoidance of rapid corrective actions that cause glycemic variability. Investigation included a system check for delivery integrity and infusion site assessment. Investigation of this case revealed no device malfunction or leakage, with probable contribution from unannounced carbohydrate intake and a compromised or bloody insertion site prior to tubing replacement. It was concluded, based on previously established findings for similar reports, that the cause was user management of nutrition without a corresponding announcement and infusion site issues, with device functioning as designed.